Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were made to resolve the issue. There were no patient consequences.

Manufacturer narrative:
Correction: h6 - updated health effect - impact code to unexpected medical intervention code to reflect programming changes that were made.